Manufacturer narrative:
The tech isolated the issue to a sticking hydraulic valve. He replaced the valve to repair the bed.

Event description:
Information received indicates the head of the bed cannot be raised.